Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that following an implant, the physician had difficulty removing the screwdriver from the grommet. Once removed, the right ventricular (rv) lead seemed to be dislodged. The physician opted to remove the rv lead, however, at the moment of reconnection, it was noted that the screw had come loose and was connected to the screwdriver. The physician placed the screw back into place and closed the pocket. Measurements taken after the procedure detected oversensing in the way of noise. The pocket was reopened, and once again when the rv lead was removed from the port of the device, the screw came loose and was connected to the screwdriver. It was noted by the physician that blood remained in the rv port. The physician opted to explant the device and implanted a new device successfully. No patient complications have been reported as a result of this event.

Event description:
It was reported that following an implant, the physician had difficulty removing the screwdriver from the grommet. Once removed, the right ventricular (rv) lead seemed to be dislodged. The physician opted to remove the rv lead, however at the moment of reconnection, it was noted that the screw had come loose and was connected to the screwdriver. The physician placed the screw back into place and closed the pocket. Measurements taken after the procedure detected oversensing in the way of noise. The pocket was reopened, and once again when the rv lead was removed from the port of the device, the screw came loose and was connected to the screwdriver. It was noted by the physician that blood remained in the rv port. The physician opted to explant the device and implanted a new device successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Foreign material was present in the connector, and the returned device indicated a missing set screw.